Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A sales representative reported: "the pressure sensor was installed on saturday evening. Initially, there was a very nice curve (I was there). Now, less than 48 hours later, flattened curve went down to a pressure of -6. Negative pressures in the head are obviously not possible. It is also noticeable in our emv that there was a sudden drop from (what I consider to be adequate pressures of) 5-8 to 0 to -1 over the course of yesterday. And now it has dropped even further to -6. The monitoring couldn't be trusted: so we had to transfer our ventilated patient more often to radiology, plus there was no reliable continuous monitoring of the icp." The patient had more frequent cts scans due to product problem as the ventricles were too compressed to insert an evd. Patient was monitored due to severe cerebral malaria with cerebral edema.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink microsensor was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The root cause(s) of the reported issue could not be determined, however, the probable root cause for the reported complaint could be ¿excessive pressure applied to product¿ or "incorrect set-up of device". If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cerelink sensor was returned for evaluation: DHR - lot 7495600 sn (B)(6), conformed to the specifications when released to stock. Failure analysis - the issue of the complaint was confirmed : foreign matter over sensor. Received catheter in 2 pieces ; catheter and internal wires crimped/cut into 30.1 cm from distal tip (photos). Did not clean due to catheter in 2 pieces. Catheter crimped 4 cm and sutures 7.4 cm from distal tip. No further testing possible. Root cause - based on the failure analysis, the issue reported by the customer could be confirmed. The possible root cause for this issue could be ¿excessive pressure applied to product¿. However, the supplier could determine the cause of the problem stated to be mishandling of the catheter.